Event description:
On (B)(6) 2012, the patient was implanted with a conformable gore tag thoracic endoprosthesis (ctag) to treat a thoracic aortic aneurysm. On an unknown date, computed tomography angiograph (cta) detected an endoleak. It was unclear whether the endoleak was a proximal type I or type ii. On (B)(6) 2012, the physician implanted an additional ctag device to treat the endoleak. The endoleak was shown to be resolved, and the patient tolerated the procedure. On an unknown date, follow-up cta revealed a persistent endoleak (type unknown). On (B)(6) 2012, the physician implanted an additional ctag, extending the existing stent-graft system proximally. A final angiograph revealed no further evidence of an endoleak. The patient tolerated the procedure.